Manufacturer narrative:
Approximate age of device- 1 years 9 months 18 days. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient had a low speed advisory and after further review tech services deemed it to be a short too shield. The patient received x-rays and they were unremarkable. An ungrounded patient cable was requested and the patient remains on lvad support. No further information was provided.

Manufacturer narrative:
The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information received stated patient underwent a pump exchange on (B)(6) 2018 due to known short to shield. The patient also had several episodes of driveline trauma requiring prophylactic antibiotic therapy in september of 2018. No additional information was reported.

Manufacturer narrative:
The date received by manufacturer was inadvertently omitted on supplemental report follow-up #1 that was submitted on january 15, 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the report of low speed events and power elevations were confirmed based on the evaluation of the log files provided by the account, a specific cause for the reported events cannot be determined through the evaluation of the returned pump. Additionally, the report of pump stoppages was not confirmed through the evaluation of the log files provided by the account. The pump was returned assembled with the driveline (dl) severed at approximately 4¿ from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Outflow elbow was returned attached to the pump¿s outlet port. An additional stopper was attached to the distal side of the outflow elbow. The first submitted log file contained data from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2018 at 05:37:52 am and 05:37:55 am, the log file captured a low speed advisory alarm when the patient¿s speed dropped below the patient¿s low speed limit. The low speed events occurred while the patient was supported by the mpu. The pump ramped back up to its set speed without issue following the events. The pump remained above the low speed limit for the remainder of the file and appeared to be functioning as intended. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hi-pot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to a potential electrical short. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation did not reveal a device related issue and the potential cause of the reported events could not be determined. The evaluation did not reveal a device-related issue that would have contributed to the reported pump stoppages. The location of the suspected driveline wire compromise could not be determined; however, approximately 4 inches of the driveline was returned. Based on the total length of the driveline measuring 38 inches in length, approximately 34 inches of the driveline was not returned for analysis and a potential wire compromise on that portion of the lead could not be determined. No further information was provided. The manufacturer is closing the file on this event.